Event description:
It was reported that the patient underwent fusion surgery from vertebrae c6-7 using rhbmp-2/acs in a posterior approach. Reportedly, the patient continued to experience radicular pain that radiated into his hands, rendering him unable to form a fist.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was admitted and presented with following pre operative diagnosis: left c6-c7 disk herniation; left c7 radiculopathy. He underwent the following procedures: c6-c7 anterior cervical decompression; c6-c7 anterior cervical fusion with allograft and autograft and rhbmp-2; c6-c7 internal fixation with instrumentation. As per the operative notes,¿ the patient is a (B)(6) year-old male with a left c7 radiculopathy, corresponding left c6-c7 disk herniation following a work injury. Patient has not responded to conservative measures. Surgery is indicated. Given his extensive smoking, use of rhbmp-2 is indicated. Risks and possible complications of rhbmp-2 as well as the procedure were explained. He understands and wishes to proceed. A 9 mm cortical graft was sized and judged to fit appropriately. The medullary portion was filled with the harvested autogenous graft material and one-quarter of an extra small rhbmp-2 pledget. This was gently tamped into place. Excellent tight graft purchase was obtained. The caspar distractor was removed. The pin holes were waxed. The remaining autogenous graft material was back filled in along either side of the graft.¿ he got discharged on (B)(6) 2011. No intra operative complications were reported.